Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("pregnancy (miscarriage/ stillbirth)") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (number of pregnancies: 5), parity 3 (number of live births: 3 ((B)(6) 2005, (B)(6) 2008, (B)(6) 2012 )), hemorrhage from placenta previa and miscarriage. Concomitant products included aripiprazole (abilify), bupropion and lamotrigine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 10 months after insertion and 27 days after removal of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type: around my neck and thighs and pelvic area"), migraine ("migraines / headaches"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy peroids(worsening)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, rash, migraine, fatigue, weight increased, alopecia, menorrhagia and vaginal haemorrhage was resolving and the pregnancy with contraceptive device, abortion spontaneous and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 76.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: failure to occlude (close) fallopian tubes. Pregnancy test - on (B)(6) 2016: positive. Current weight 200 lbs. Approximate weight at the time of essure placement 176 lbs most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet received. New reporters added. Patient¿s demographics, historical condition and concomitant medications added. Essure start date and indication updated. New events , pregnancy (stillbirth or miscarriage), device breakage, perforation (fallopian tube(s), rashes or skin conditions type: around my neck and thighs and pelvic area, migraines / headaches, fatigue, weight gain, hair loss and device ineffective were added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), ectopic pregnancy with contraceptive device ("consistent with ectopic pregnancy (as per mr)"), abortion of ectopic pregnancy ("pregnancy (miscarriage/ stillbirth)") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a 31-year-old female patient (gravida 5, para 3) who had essure (batch no. A45112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (number of pregnancies: 5), parity 3 (number of live births: 3 (B)(6) 2005, (B)(6) 2008, (B)(6) 2012, hemorrhage from placenta previa and miscarriage. Concomitant products included aripiprazole (abilify), bupropion and lamotrigine. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type: around my neck and thighs and pelvic area"), migraine ("migraines / headaches"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy peroids(worsening)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, rash, migraine, fatigue, weight increased, alopecia, menorrhagia and vaginal haemorrhage was resolving and the abortion of ectopic pregnancy and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, alopecia, device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: event pregnancy (miscarriage/ stillbirth) was previously captured from pfs and according to clarification it was updated and replaced with event ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy from mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 76.7 kg/sqm. Hysterosalpingogram - on 10-apr-2013: total bilateral occlusion pregnancy test - on (B)(6) 2016: positive 02aug2013: hysterosalpingogram: findings: there is no evidence of spillage of contrast from the fallopian tubes consistent with fallopian tube occlusion. Impression: successful fallopian tube occlusion without spillage of contras quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), ectopic pregnancy with contraceptive device ("consistent with ectopic pregnancy (as per mr)"), abortion of ectopic pregnancy ("pregnancy (miscarriage/ stillbirth)") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a 31-year-old female patient (gravida 5, para 3) who had essure (batch no. A45112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (number of pregnancies: 5), parity 3 (number of live births: 3 ((B)(6) 2005, (B)(6) 2008, (B)(6) 2012 )), hemorrhage from placenta previa and miscarriage. Concomitant products included aripiprazole (abilify), bupropion and lamotrigine. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type: around my neck and thighs and pelvic area"), migraine ("migraines / headaches"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy peroids(worsening)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, rash, migraine, fatigue, weight increased, alopecia, menorrhagia and vaginal haemorrhage was resolving and the abortion of ectopic pregnancy and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, alopecia, device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: event pregnancy (miscarriage/ stillbirth) was previously captured from pfs and according to clarification it was updated and replaced with event ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy from mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 76.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: positive. (B)(6) 2013: hysterosalpingogram: findings: there is no evidence of spillage of contrast from the fallopian tubes consistent with fallopian tube occlusion. Impression: successful fallopian tube occlusion without spillage of contras. Most recent follow-up information incorporated above includes: on 4-apr-2018: mr received: event pregnancy (miscarriage/ stillbirth) was replaced with left ectopic pregnancy from medical record and loss of ectopic pregnancy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.